Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient claimed that the pump was powering off. The patient claimed that the pump was losing power and going to the reboot screen every 5 minutes. The patient indicated that the alleged issue started that afternoon and had been occurring throughout the night. As a result of the power interruptions, the patient claimed that his bg level reached "375 mg/dl" with a symptom of fatigue. The patient did not report the need to seek or receive medical intervention because of the allege pump issue. The alleged issue was not resolved with troubleshooting. The patient admitted that the pump's battery cap had never been changed. She denied, however, that the battery cap was damaged. The patient noted that the threads in the pump's battery compartment were stripped. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment that meet anm's criteria for a serious injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no alarms related to the complaint in the alarm history and no power issues were recorded in the black box. The battery cap that was returned with the pump for investigation was intact without damage or defect and was able to be properly tightened onto the pump. The battery cap was found to be within specifications when tested. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and did not reveal any internal moisture or damage. Investigation was unable to confirm or duplicate the power complaint.